Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following description from the partner: the device displayed "vent overheat" biomedical mentioned that when he turned to device on it went directly into ventilation.